Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg pocket site. As a result, surgical intervention may be pending to explant the ipg.

Event description:
Additional information received indicated the patient underwent surgical intervention, wherein the ipg was explanted to address the issue. The exact explant date is unknown.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.